Event description:
It was reported that the screen on the customer's insulin pump was freezing and the buttons on her pump were not working at times. The customer would press the act button, but the screen would freeze and other times, the buttons would not respond to being pressed. Her blood glucose was 98 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent act button response due to corroded keypad traces. No freezing or frozen display noted. Minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked battery tube threads noted.